Event description:
It was reported that approximately thirty-three months post-implant of a bifurcated device, two suprarenal aortic extensions, and a limb extension, a follow-up computed tomography (CT) scan revealed a distal type I endoleak at the bifurcated graft's distal right limb. Reportedly, the CT image showed that the left common iliac artery aneurysm had dilated over time and an endoleak at the distal end had developed. The patient was treated with a limb extension, which successfully corrected the endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient, hence device evaluation could not be performed. Medical records or optimal images were not provided for clinical assessment. Still angiography images of the intervention were provided; however, they were of poor quality and did not add any insight to the event; therefore, a thorough clinical investigation of the medical records was not possible and a cause could not be determined. Endoleaks are a known inherent risk of the procedure. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Corrected data: contact office.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.